Manufacturer narrative:
Technical support instructed the account to check the CPR valve to see if it was being pulled and if that is ok to replace the s8 valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the head section is drifting down slowly.